Manufacturer narrative:
The tandem t:slim pump user guide indicates that: the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level were elevated at 400 mg/dl. Reportedly the amount of carbohydrates consumed were underestimated. Elevated bgs were treated by administering manual injections.